Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended. The report events were a silicone-like structure inside the helix and exit block. The reported silicon-like structure inside the helix was confirmed as the steroid plug was out of position. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture was observed on the atrial lead. The lead was explanted and the helix was found to be extended with foreign material inside. The patient was in stable condition.